Event description:
The pt has had the trach tube changed twice within the last 6 weeks because they have noticed yellowish secretions in the pilot balloon of the trach tube. The pt does not indicate that the cuff leaks when tehy are connected to the ventilator. The cuff does not seem to lose air. No reported pt harm or injury.